Event description:
It was reported that during a cori-assisted tka, when burring the distal femur it did not get the cartilage in the distal femur following the trochlea groove. All of them have tried thoroughly painting that area to make sure the real intelligence cori registered that there is something there. When putting the pizza on it, it shows the cut is not even. The cartilage was not removed using the bur. Later the surgeon removed it with a saw. Surgery was performed, without any delay, with the same device. No patient complications were reported.

Event description:
It was reported that during a cori-assisted tka, when burring the distal femur it did not get the cartilage in the distal femur following the trochlea groove. All of them have tried thoroughly painting that area to make sure the real intelligence cori registered that there is something there. When putting the pizza on it, it shows the cut is not even. Surgery was performed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the clinical support team. The reported problem was confirmed. The screenshots and the videos provided showed that the system incorrectly displayed that there was no bone where the surgeon was working. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with an notch painting issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.